Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21u1a, implanted: (B)(6) 2020, product type: lead, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the lead broke. The patient experienced symptom return of urinary urgency, frequency and leaking. The patient underwent multiple procedures after the device was implanted for other unrelated conditions. The patient spoke to the healthcare professional and a replacement procedure was scheduled. The patient underwent a replacement procedure and a new product was implanted. The issue was resolved at the time of this report. No further patient complications are anticipated or expected as a result of this event.